Event description:
It was reported that this lead looked like an impending pace/sense fracture. Impedance near 2000 ohms. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).